Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the scratches on screen. The customer¿s blood glucose level unknown. Customer states that hard to read info at time. Customer states they got no delivery alarm. The insulin pump will not be returned for analysis.